Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as not wearing mask. The same day as onset of peritonitis; the patient was hospitalized for the peritonitis event. On an unreported date the same month as receipt of this report, the patient began treatment with vancomycin (dose, frequency and route of administration not reported) as treatment for the event of peritonitis. Three days after admission, the patient was discharged from the hospital. On an unreported date, the patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event and treatment with vancomycin was ongoing. No additional information is available.